Event description:
Varian received a call from an attorney calling on behalf of (B)(6). It was reported that in (B)(6) 2008, the hospital had a pt that "rolled herself off" the table during treatment - on a varian xim. The attorney did not provide any other pt info. The device model and serial number was not provided and there was no allegation that the incident was the fault of varian or related to any device defect.

Manufacturer narrative:
The hospital representative would not provide any add'l details regarding the incident or pt info. However, the machine has been removed and is no longer at the facility. Varian has determined that a MDR is appropriate, due to the indication of injury. No add'l f/u to this MDR is expected.